Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight. Guide cath: 6f xb 3.5. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of perforation is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality issue.

Event description:
It was reported that the patient presented experiencing a non-st myocardial infarction. Angiography revealed a 95% stenosed lesion located in the obtuse marginal. Pre-dilatation was performed on the lesion prior to placement of a 3.25 x 23 mm xience alpine stent at 14 atmospheres. Post-deployment of the stent a contained perforation was observed with no pericardial effusion noted. A 3.5 x 16 mm graftmaster stent was placed successfully sealing the contained perforation. The patient is in stable condition. No additional information was provided.